Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 106 mg/dl. Customer received the alarm during a basal. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer was able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).